Event description:
A patient's mother reported that her son recently began experiencing more frequent drop attacks, which were usually stopped by the vns. The patient had been referred for generator replacement surgery due to a presumed low battery, but recent clinic notes stated that the patient's device, which was implanted 8 years prior to the visit, was still working. The patient underwent prophylactic generator replacement surgery. The explanted generator was discarded by the hospital and was not returned to the manufacturer for analysis. No additional relevant information has been received to date.